Manufacturer narrative:
Promus element mr ous 3.00 x 38mm stent delivery system (sds) returned for analysis. A visual examination of the stent found stent damage; stent strut row 11 from the proximal end of stent is lifted and bent back in a distal direction. The undamaged section of the crimped stent od (outer diameter) was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that there were multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.0mm target lesion was located in a mildly tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38x3.0mm target lesion was located in a mildly tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.